Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a stuck button. No significant events leading to the keypad issue. Blood glucose value was 4.3 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test and leak test. All of the buttons are functioning properly. No stuck button anomaly noted. No damage in the keypad assembly noted. The keypad connector on the printed circuit board was inspected and properly was connected. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads scratched case, minor scratched lcd window and missing the window cover.